Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer stated that the insulin pump got wet from a ride and that the battery was eroded. Customer reported that she pulled the battery and received a battery out limit alarm that could not be cleared. Insulin pump will need to be replaced. Insulin pump had an expired warranty before a loaner pump order was processed. No additional information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No battery out limit alarm could be verified due to the unresponsive buttons. No moisture damage was found on the electronics, motor, or vibrator assembly. The insulin pump was received with slight corrosion inside of the battery tube, cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.